Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. Bwi conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the tip was found in good conditions; however, as an additional finding, the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface was performed and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device batch number, and no internal actions were identified during the review. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been open to address this issue. It was determined that the hemostatic valve issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: "during insertion, use caution not to create excessive bends that may lead to crimps in this device" and ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ although a fracture problem was identified with the valve, the cause could not be established. The reported customer complaint could not be confirmed as the as the device performed without any tip issues. No problem was found. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small for which biosense webster¿s product analysis lab identified the hemostatic valve to be dislodged. It was initially reported by the customer that when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was inserted into the patient, it retracted on itself. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was exchanged and the issue was resolved. The case was completed. There were no patient consequences. The customer¿s reported soft tip was assessed as not MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. On 2/8/2021, the bwi product analysis lab received the complaint device for evaluation. On 3/9/2021, the complaint device was inspected and the hemostatic valve was found dislodged inside the hub. This finding was assessed as an MDR reportable malfunction.